Event description:
"."

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of recurrent peritonitis and metabolic acidosis which required hospitalization and antibiotic therapy. The etiology of the patient¿s recurrent peritonitis is unknown; therefore causality cannot be fully determined. However, it is known that patients undergoing peritoneal dialysis therapy are considered high risk for peritoneum infections (1). The etiology of the metabolic acidosis was attributed to the patient¿s chronic renal state and/or the underlying infection (peritonitis). Metabolic acidosis is a well-documented consequence of chronic renal failure and frequently cannot be rectified through maintenance dialysis alone (4). There is a possible temporal relationship between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of upper gi bleed, sbo, rapid af and hypotension. The etiology of the upper gi bleed and small bowel obstruction is unknown, therefore causality cannot be determined. However, gi complications are commonly known to affect those with renal failure (2,3). The etiology of the af and hypotension is also unknown, therefore causality cannot be determined. However, it is unknown if the patient was undergoing pd therapy or hd therapy at the time of these event(s) due to lack of detailed information and/or treatment data. At the time of this clinical investigation the manufacturer product evaluation/investigation is still pending. Therefore it is unknown if the liberty select cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s event(s). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Additional information was solicited and received. Eleven pages of appended records were reviewed. On (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) for this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service requesting operational assistance with a patient line blocked (plc) alarm. During the call the patient stated he was hospitalized, however no rationale for the hospitalization was given. The discharge summary was received on 10/jul/2018 and revealed the patient was initially hospitalized for recurrent peritonitis (details unknown) on (B)(6) 2018. Peritoneal effluent fluid cultures were obtained (date unknown), and the results were positive for enterobacter. The patient was treated with intravenous (IV) antibiotics; however the drug, dosage and frequency are unknown. While hospitalized the patient developed hypotension (specifics unknown) and was transferred to the intensive care unit (ICU) on (B)(6) 2018. The patient received IV albumin (volume and rate unknown) and fluids (solution, volume and rate unknown) to treat the hypotension with good effect. Although the timeline and details are unknown, the record indicates the patient experienced rapid atrial fibrillation (af) and was given a beta blocker (drug unknown) for rate control; which corrected the af. The patient was also diagnosed with a small bowel obstruction (sbo) while in the ICU, and was conservatively treated with a nasogastric (ng) tube and low intermittent wall suction (liws). The patient responded well and began tolerating diet and moving his bowels. The patient was transitioned to hemodialysis (hd) on (B)(6) 2018 due to the sbo, however at the time of this investigation there is no treatment data available to assess. The discharge summary states the patient was scheduled to transition back to ccpd therapy for rrt, however the patient ¿had some issues with pd¿ (details unknown). It is unknown if any fresenius device(s) or product(s) were utilized during the course of hospitalization. In addition, the patient¿s discharge/current disposition it is unknown, as is what form of rrt the patient is currently utilizing.